Event description:
The pt reported that when he primes his insulin infusion device, the insulin first moves slowly through the infusion set tubing and then will abruptly "squirt about two inches" through the tubing. He is concerned that since insulin delivery during priming has become inconsistent, insulin delivery during basal or bolus might be inconsistent. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for eval.